Event description:
Information was received stating that a case presentation was made during the 65th annual meeting of (B)(4) society for neonate health and development showed that a 26 week born patient weighing 365g got gastric perforation by the edi catheter. According to this presentation the patient recovered from the gastric perforation. The edi catheter is a single-use feeding tube with measuring electrodes that is used together with the ventilator during nava (neurally adjusted ventilatory assist) and niv nava ventilation to deliver ventilator assist in proportion and synchronized to the patient¿s edi (the electrical activity of the diaphragm). Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The information was from a case presentation therefore the investigation is an evaluation of the presented information. No other information. A patient that had been on conventional ventilation. During treatment on conventional ventilatory therapy there were various issues and various ventilation modes were used. On the 14th day, the patient¿s respiratory condition deteriorated. Extensive emphysema appeared on chest x-ray. At this time the hospital decided to use nava. The insertion details including determination of the insertion length are unknown but on day 18 i.e., 4 days after the insertion of the edi catheter, the patient¿s c-reactive protein was elevated and contrast x-rays showed a leak from the tip of the edi catheter, confirming a gastric perforation. Decision: pull out or keep in place extension of leakage was limited to the perigastric area. The patient¿s vital signs were stable under nava support. There were no signs of peritonitis, no ascites. Case series of latrogenic gastric tube perforations successfully managed conservatively. A decision was taken to keep the edi catheter in place at the same depth and was followed with conservative treatment. On day 32 which was 14 days after confirmation of the perforation and 18 days of nava use, contrast x-rays showed that the edi-catheter had separated completely for the gastric wall without leakage. The conclusion in the matter is that gastric perforation by the edi catheter occurred but there was no malfunctioning of the edi catheter. According to the hospital there was effective respiratory support with nava therefore the catheter was kept in place despite the perforation. The reasons behind the perforation were not provided and are therefore unknown and have not been determined. H3 other text : no parts. Published case presentation.

Event description:
Manufacturer's ref. #: (B)(4).